Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopy assisted distal gastrectomy procedure, while on the fifth firing, the knife stopped halfway. The knife was returned to the initial position and the tissue was checked, and noted the stapling was stopped halfway. After that, the reload was replaced, then the surgeon re-started the firing, and stapled and resected the rest of the entry hole successfully. There was no patient injury.